Event description:
It was reported that during an unknown procedure, the device was not activated. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. No visible damage was noted. The device was tested on a generator and it was found that the hand control switch assembly buttons were non-functional. However, it worked properly with foot switch assembly. The device was disassembled to inspect the internal components. Hand activations wires were found detach from the hand activation board. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation assembly.